Event description:
It was reported that the 2mm micropituitary tip was broken while in use on a pt. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the static shaft is broken near the pin location. The damage suggests excessive force applied to the handle. A review of the device history records found no documentation to indicate a non-conformance to spec.